Event description:
Free flap graft, bilateral breast reconstruction with deep inferior epigastric perforator flaps, bilateral mastectomy were being performed on the patient. During the microvascular portion of the flap surgery, the gem coupler, a microvascular device, that is to clamp onto a vein was used. The first coupler did not clamp tightly onto the vein so a second device (from the same lot #) was used and it worked correctly.